Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported after use the nexiva 20ga 1.00in hf y w/ cap had leakage at the septum. The following information was provided by the initial reporter: "the cannula wasn't secure and blood went everywhere on two occasions."

Event description:
It was reported after use the nexiva 20ga 1.00in hf y w/ cap had leakage at the septum. The following information was provided by the initial reporter: "the cannula wasn¿t secure and blood went everywhere on two occasions."

Manufacturer narrative:
Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. A root cause could not be determined and the complaint is unconfirmed.